Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) and this right atrial (ra) lead triggered a lead safety switch (lss) due to an out-of-range pacing impedance measurement, greater than 3000 ohms. After the lss, there was oversensing of noisy signals on this ra channel. Also, inappropriate atrial tachy response (atr) episodes were stored. It was noted the patient was not pacemaker dependent. Technical services (ts) suspected a loss of lead integrity. When the patient was mobile, the noise was present. Noise was not present when the patient was still. Ts recommended performing an in-person evaluation which included device-based lead testing, isometric testing, and pocket manipulation. Ts also recommended performing a chest x-ray and resetting this ra lead to bipolar configuration. This ra lead remains in service. No adverse patient effects were reported.